Event description:
It was initially reported that the patient was experiencing an increase in seizures. There was some discussion that the generator many be depleted based on how long it had been implanted but this was not able to be confirmed. The patient did have monopolarcautery shortly before the report of the increase in seizures and that was thought it could have possible damaged the generator also. The patient the patient was having a pulmonary condition, not related to vns, which could be affecting the patient's seizures. A battery life calculation was performed and showed that the patient was at or near end of service. The patient had a generator replacement and the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator. The generator was confirmed to be at end of service due to normal battery depletion. The depletion was an expected event as determined by the blc and battery voltage measurement. The module performed according to functional specifications. The increase in seizures was believed to be related to the generator being at end of service.

Manufacturer narrative:
The initial report inadvertently did not include the explant date even though it was known at that time.

Manufacturer narrative:
.